Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A nurse reported an unknown black dot on the tip of the revaclear dialyzer strands. The customer stated that the particle was found on the inside of the top end of the dialyzer. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed particulate matter under the header. Microscopic examination revealed a 0.6mm deposit of fine black particles less than 0.1mm in size. The particles were analyzed using energy dispersive x-ray spectroscopy (edxs). The composition of the particles was not clearly identified but was suggestive of a carbonaceous material such as toner or ink. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.